Event description:
Allegedly, patient revised due to mom complication: pain. Intraoperatively: seroma; loosening of acetabular cup; inflammation; foreign body granulomatous inflammation (left).

Manufacturer narrative:
This is the same event as 3010536692-2015-00806.